Manufacturer narrative:
B1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. B5: should be corrected to state: the lens was implanted and removed intraoperatively. At a later time a lens was replaced with a larger length lens due to the initial lens tear/break during injection/delivery into the eye. D9: device available for evaluation: yes; return date: 20-dec-2022. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.5 diopter was implanted into the patient's right eye (od) on (B)(6)2022 . The lens was implanted, removed, replaced with a larger length lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.